Manufacturer narrative:
Age at time of event: 70s. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery with 20 mm length and 3.0 mm vessel diameter. Pre dilatation was performed with 2.0x20mm using an unspecified balloon. During a percutaneous coronary intervention, a non bsc stent was deployed in the first and second posterolateral segment. An opticross¿ imaging catheter was then used to view the state of the deployed stent. The opticross¿ crossed the stent, the physician noticed that a mistake was made. The physician took a non bsc guidewire and tried to remove the opticross¿ but the guidewire exit port was stuck in the mid stent. The physician tried to push the opticross¿ but still it was stuck. The physician cut the shaft of the opticross¿ then removed the imaging core and inserted the non bsc guidewire into the lumen. The opticross¿ was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. There was damage observed on the distal tip assembly during visual inspection. The catheter was found detached. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery with 20 mm length and 3.0 mm vessel diameter. Pre dilatation was performed with 2.0x20mm using an unspecified balloon. During a percutaneous coronary intervention, a non bsc stent was deployed in the first and second posterolateral segment. An opticross¿ imaging catheter was then used to view the state of the deployed stent. The opticross¿ crossed the stent, the physician noticed that a mistake was made. The physician took a non bsc guidewire and tried to remove the opticross¿ but the guidewire exit port was stuck in the mid stent. The physician tried to push the opticross¿ but still it was stuck. The physician cut the shaft of the opticross¿ then removed the imaging core and inserted the non bsc guidewire into the lumen. The opticross¿ was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.